Event description:
It was reported that a family friend's lead had a fracture. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or lead serial number, the manufacturing date cannot be determined. (B)(4).